Event description:
During incoming inspection, the distributor rejected this device,139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 139112ext unopened in original packaging. Lot number verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal; however, the device was encroaching into the seal. Performed a functional inspection, the device was dye leak tested which indicated that the packaging had an insufficient heat seal for both of the devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 93 complaints, regarding 616 devices, for this device family and failure mode. During this same time frame 3,627,220 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use the user is advised that these devices should never be used when: the user is advised that sterility is guaranteed unless package has been opened, broken, or damaged. Inspect and test each device before each use. This issue will continue to be monitored through trends in the system to assure patient safety.